Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that both the right and left iliac arteries had become ectatic leading to a type 1b endoleak bilaterally. The right iliac was 30 mm in diameter and the left was 24 mm in diameter. The right hypogastric artery was coiled, and then a 16x13x124 endurant stent graft was placed into the distal end of the existing right ipsilateral side of the aneurx bifurcated stent graft and extended into the external iliac. The physician stated the cause of the event was due to the ectatic growth distal to the right ipsilateral limb of the bifurcated stent graft. A 20x20x82 endurant stent graft was placed into the existing contralateral left limb and extended down to the hypogastric without covering it. The physician stated the cause of the event was due to ectatic growth of the contralateral left limb extension. No additional clinical sequelae were reported and the patient is fine.